Manufacturer narrative:
Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing, each drawn with water, and no issues were observed relating to difficult to draw as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode difficult to draw. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that during use with bd preset¿ there was insufficient blood flow through the device. It was reported that there was no patient impact. The following information was provided by the initial reporter: while using as preset mode they are facing challenge to get blood.

Event description:
It was reported that during use with bd preset¿ there was insufficient blood flow through the device. It was reported that there was no patient impact. The following information was provided by the initial reporter: while using as preset mode they are facing challenge to get blood.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.